Event description:
Patient was revised to address poly wear. All agility components were removed and a fusion performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.